Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum state. Previously administered products included for an unreported indication: yaz. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), migraine ("migraines"), female sexual dysfunction ("apareunia") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, female sexual dysfunction and dysmenorrhoea had resolved and the fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for : dysmenorrhea (cramping), apareunia, pelvic pain, abdominal pain, metorhagia (bleeding b/w periods), diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) result other. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Reporter information updated. Other relevant history updated. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), migraine ("migraines"), female sexual dysfunction ("apareunia") and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, metrorrhagia, female sexual dysfunction and dysmenorrhoea had resolved and the fatigue and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, female sexual dysfunction, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: patient received treatment for : dysmenorrhea (cramping), apareunia, pelvic pain, abdominal pain, metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test(s) (unspecified) result other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to "dysmenorrhea (cramping)", events- " apareunia, pelvic pain, abdominal pain, metorhagia (bleeding b/w periods), fatigue, migraines", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.